Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. The customer's age and weight were not provided. The customer did not provide the meter details. Therefore, no information was captured (model # and serial #), and the device manufacture date could not be determined.

Event description:
The customer reported that one of her blood glucose readings was not stored in the memory of the contour next ez meter. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.